Manufacturer narrative:
The svc technicians notes and conversations found the cause of the alleged issue as to why the cot was dropping when the operator squeezed the release handle was due to the customer squeezing the release handle while pulling up on the cot slightly disengaging the cot from the height adjustment rack. It was found the operator was using an improper technique.

Event description:
It was reported by svc report that the cot can drop when the release handle is squeezed and no weight was on the litter. No pt involvement or adverse consequences are reported.